Event description:
It was found that no water came out from hip kit before surgery and no patient was involved. Evaluation of this device found that there was debris all through the tyvek tray due to a battery expulsion. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). One device was returned opened but unused. Visual inspection found there was debris all through the tyvek tray from a battery expulsion. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.